Event description:
It was reported that, during reverse logistics audit of the returned device at millstone. The 4.0mm titanium rods was found broken. No patient involvement. This report is for one (1) 4.0mm ti rod 120mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional product code: (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.